Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent breast reconstruction surgery with 450cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for replacement surgery with saline device on (B)(6) 2024.

Manufacturer narrative:
On june 20, 2024, device evaluation was completed as follows: mentor conducted a visual inspection, leak test, and microscopic evaluation of the returned device. During visual analysis of the returned sample sm mpps dv 450cc, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Microscopic examination was performed and an excess material was found inside of the valve. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the issue reported were identified. With consideration of the microscopic examination results, review of the process controls, and historical manufacturing records, the leakage failure could not be confirmed to have been caused by a manufacturing error. However, an assessment of the valve has identified excess material originating from our manufacturing process. In response to this finding, awareness training was provided to all final inspection operators and assembly operators for awareness and reinforcement of the confirmed manufacturing defect. Samples were created to determine if the excess material contributed to the valve failure of the complaint device. The shells were filled to a nominal volume in the lab. The filled devices were manipulated by squeezing and pinching near the valve site in an attempt to recreate the valve failure. In conclusion, zero of the five devices were observed to leak due to a valve failure. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).